Event description:
Two patient samples with discrepant sodium results. Same sample used for repeat testing. Patient 1, initial result gave 130 mmol/l; repeat on same analyzer gave 136 mmol/l. Repeated on another analyzer - same methodology, resulted at 135 mmol/l. Patient 2, initial result gave 123 mmol/l, repeat gave 130 mmol/l. No erroneous results reported. Unable to determine a specific cause for the discrepancy.